Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, episodes of ventricular fibrillation (vf) were treated with high voltage therapy; however, the device did not cardiovert the arrhythmia. The vf, which is likely tachycardia was believed to be due to the patient's condition. The device was reprogrammed and the issue resolved. The patient is stable.